Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a re-intervention occurred. Target lesion 1 was 58% stenosed and located in the diagonal artery. The reference vessel diameter was 2.1mm and the lesion length was 4mm. There was no attempt made for direct stenting. A 2.50x8mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was 60% stenosed and located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 6mm. The patient underwent treatment with a 3.50x8mm liberte stent. Residual stenosis was 2%. The procedure was a technical success. Two days after the index procedure, one of the target vessels had re-ptca. The patient was discharged six days after the index procedure without anginal complaints or silent ischemia. The discharge medications were asa 100mg per day for 12 months and clopidogrel 75 mg/day for 12 months. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.